Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a faulty seal on aperture 3 in the red blood cell (rbc) bath vc2. The fse replaced the aperture seal which resolved the leak and errors. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from an unknown location inside a coulter lh 750 hematology analyzer. The instrument generated voltage errors when the leak was observed. The volume of the leak was about one cup and was not contained within the instrument. The instrument operator was wearing goggles, gloves, and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.